Event description:
Technician alleged that the casters at the head end of the bed will roll when the foot end brake is applied. No injury reported.

Manufacturer narrative:
Technician found the head end brake linkage is broken. Technician installed a brake steer upgrade kit to correct the problem.